Manufacturer narrative:
(B)(4).

Event description:
Patient's contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. The sensor was inserted at the patient's abdomen (B)(6) 2015. No additional event or patient information is available.